Manufacturer narrative:
Manufacturing site evaluation: samples received: none. As no batch number is available, the batch manufacturing record can not be reviewed. Without any closed samples a proper analysis can not be carried out. If samples are received in the future we will re-open this notification and analyze them. With the information given a further analysis cannot be done. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Under stress the knot of the fascial suture becomes loose (hip surgery). Sales representative accounts during observation of use: operations "minimal invasive" into side position; didn't place the first two knots "opposed"; during one sewing process he changed from "handknot" to the "machine knot"; at the machine knot surgeon used the first two knots with two loops; generally surgeon ties up the knots too soft. Batch number is not available.